Manufacturer narrative:
Investigation: samples received: 3 boxes (30 unopened pouches). Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 30 closed samples to analyze this complaint. All ampoules received have been optically evaluated and we have not found leakage signs in any of them. A review of the batch manufacturing record for this product had uncritical deviations during the process and the results of the product before releasing fulfill b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. The device history record has been reviewed. The DHR was released on 2017-01-30 with uncritical deviations regarding the sealing temperature of the aluminum pouches. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there were issues with histoacryl flexible packs. Ampoules of glue were noted to have cracked or broken inside the pouch; the exposed glue became crystalized and the product was not usable. This incident did not cause or contribute to serious injury or a delay in surgery. There was no additional intervention mentioned. Additional information was requested. Associated medwatches related to this complaint: 3003639970-2019-00275.